Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter.   Product return status: 4 devices were received. Event confirmation status: 3 reported events were confirmed; the cause traced to component failure. 1 device evaluation is still in progress. Evaluation results: 3 devices were found to be affected by internal component corrosion. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 4 previously reported events are included in this follow-up record. Product return status 4 devices were received. Event confirmation status 4 reported events were confirmed. Evaluation results 4 devices were found to be affected by corrosion.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 4 events had no patient involvement; no patient impact.